Manufacturer narrative:
This report is submitted on march 15, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use and subsequently the device was explanted on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on june 14, 2019. - attachment: [137524 - device analysis report reg.pdf].